Manufacturer narrative:
The trs100sb2 is used to retrieve tissue during laparoscopic surgeries. The complaint sample was not returned to anchor products. The manufacturing batch records were reviewed and no anomalies were detected. Based on the review, it was concluded that operational context caused or contributed to the event.

Event description:
Anchor trs bag tore while attempting to remove gall bladder from abdomen through umbilicus.